Event description:
Anaphylaxsis to latex dust from latex gloves used by healthcare workers in the work environment. Historical anaphylaxsis to internal ob/gyn exam when dr was wearing latex gloves (2/92). Second event date 1/10/94.